Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the returned product identified the screw is fractured below the head and taper at the top thread. Fractured piece(s) were not returned. Hex shows scratches from use. Taper and underside of the head show galling and witness marks from insertion. No other damage was noted. The screw was submitted for further analysis. Analysis determined these fracture surface artifacts suggest the overload mode of failure, possibly with a bending component. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported the screw broke during insertion. The surgeon attempted to remove the screw but was unable to do so. The screw was left in the acetabulum bone at the surgeon¿s discretion.

Manufacturer narrative:
(B)(4). G2: foreign: japan customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.